Event description:
Revision surgery - due to an infection, the surgeon performed a liner exchange. The hospital did not disclose the patient's previous or current information.

Manufacturer narrative:
The reason for the revision surgery on (B)(6) 2013 was identified as an infection. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not made available to djo surgical for examination. The device history records could not be investigated because the lot number of the device involved in this event was not provided. The product complaint report history could not be investigated because the lot number of the device involved in this event was not provided. The root cause of the revision surgery on (B)(6) 2013 was identified as an infection. There are multiple factors that may contribute to infection, with the limited information provided about the patient and the device removed during the revision surgery, it is impossible to determine the source of the infection.